Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity and trigger corresponding device replacement indicators based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that patient with this implantable pacemaker is wondering about device longevity. Also, device had a longevity of less than half the year remaining way back six months ago. Boston scientific technical services (ts) discussed how the older device manages longevity and subtle changes in therapy demand and or impedance can change longevity as it relates to current bins. In addition, the device could reach elective replacement indicator (eri) anytime know which is why the patient is being seen monthly. To date, the device remains in service. No adverse patient effects were reported. Additional information from medical records indicated that the device was surgically explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that patient with this implantable pacemaker is wondering about device longevity. Also, device had a longevity of less than half the year remaining way back six months ago. Boston scientific technical services (ts) discussed how the older device manages longevity and subtle changes in therapy demand and or impedance can change longevity as it relates to current bins. In addition, the device could reach elective replacement indicator (eri) anytime know which is why the patient is being seen monthly. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity and trigger corresponding device replacement indicators based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.